Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump had a constant tone. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the insulin pump. The customer confirmed that there were no alarms prior to the constant tone. The alarm could not be cleared by pressing esc or act. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was monitored and no constant tone noted. Device received with all buttons functioning properly. The keypad traces and keypad connector was inspected and no anomalies noted. Device received with cracked case at display window corners and cracked lcd window.